Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A temporal relationship between pd therapy with the liberty cycler and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler malfunction or product deficiency. Staphylococcus epidermis is part of normal skin flora of humans. Therefore, the patient¿s peritonitis is probably associated with touch contamination, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) had peritonitis during a call to customer support for an operator issue with the liberty cycler. During follow-up with the pd nurse, it was stated the patient¿s pd culture was positive for the organism staphylococcus epidermis. The patient was treated with vancomycin (unknown dose, route, frequency and duration) on an outpatient basis. Per the nurse, the source of the patient¿s peritonitis was touch contamination. The patient reportedly continues pd therapy without further issues and has since recovered from the peritonitis event.